Event description:
It was reported the customer received a result of 250 mg/dl at 10:00 pm on the aviva system and was unresponsive. The customer was not fully unconscious, but was incoherent and not making sense when talking. The daughter did not feel the blood glucose result was correct based on the customer's symptoms so she called the emt's. Fifteen minutes later, the emt's arrived and received a blood glucose result of 35 mg/dl on their professional meter. The emt's treated the customer with glucose tablet's and transported him to the hospital. At the hospital, the customer was treated with a glucose IV. Before being discharged the customer's blood glucose was in the low 200's mg/dl range on the hospital's meter. The customer was hospitalized for 3 days. Return of the suspect device was requested for evaluation.